Manufacturer narrative:
A visual and functional inspections were performed on the returned device and the reported hub leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. Potential factors that may contribute to hub leak include, but are not limited to, manufacturing, damage to the sidearm, insufficient/delamination of the adhesive at the inflation lumen/sidearm junction, damage to the inflation lumen or damage to the inner member. The device was prepped prior to use without any leaks noted, which would suggest that the device was not damaged prior to use. The investigation was unable to determine a conclusive cause for the reported leak. It is possible that the guide wire was inadvertently back loaded through the inflation port causing the tear; however, this could not be confirmed. The noted bunched and stretched balloon taper and inner member likely occurred during advancement and retraction through the heavy calcification and moderate tortuosity in the anatomy. The noted chatter marks and kinks on the device likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that the procedure was performed to treat a lesion with heavy calcification and moderate tortuosity in the peroneal artery. A command guide wire was advanced to the lesion. Then, a 2 x 80 mm armada 14 balloon catheter was advanced; however, after properly connected the inflation device and inflating the balloon 3 to 4 times at 8 to 10 atmospheres, it was noted that the dye was coming back from the hub. Another unspecified balloon catheter was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.